Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in a 37-year-old female patient who had essure (batch no. 634989) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding genital, asthma, hyperthyroidism, bruxism and tmj syndrome. Previously administered products included for an unreported indication: ortho tri-cyclen lo on (B)(6) 2009, vicoprofen, flagyl and motrin. Concurrent conditions included jaw pain and anxious mood. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen lo) from (B)(6) 2009 to (B)(6) 2010 for menstrual cycle management as well as bupropion hydrochloride (wellbutrin) from january 2012 to january 2019, methocarbamol (robaxin), naproxen, nsaids since june 2009 and paracetamol (acetaminophen) since june 2009. In january 2009, the patient had essure inserted. In july 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("physical pain"). In august 2009, the patient experienced depression ("depression psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy(full)). Essure treatment was ongoing at the time of the report. At the time of the report, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date jan-2009 and (B)(6) 2009. The patient states she is dissatisfied with her current method of birth control. She reports facial hair. Essure removal have you had your essure (or any part of the device) removed: no diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed that the essure device was successfully occluded. Lot number:634989 manufacture date:2009-04 expiration date: 2012-04 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)/bleeding-general abnormal bleeding') in a (B)(6) female patient who had essure (batch no. 634989) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding genital, asthma, hyperthyroidism, bruxism and tmj syndrome. Previously administered products included for an unreported indication: ortho tri-cyclen lo on (B)(6) 2009, vicoprofen, flagyl and motrin. Concurrent conditions included jaw pain, anxious mood, poisoning and dystonia. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen lo) from (B)(6) 2009 to (B)(6) 2010 for menstrual cycle management as well as bupropion hydrochloride (wellbutrin) from (B)(6) 2012 to (B)(6) 2019, levothyroxine since 2002, liothyronine sodium (cytomel) since 2002, methocarbamol (robaxin), naproxen, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depressiopsychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"), acne ("hormonal acne") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy(full) total laparoscopic hysterectomy/bilateral salpingooophorectomy.). Essure was removed on (B)(6) 2012. At the time of the report, the genital haemorrhage, abdominal pain, depression, anxiety, acne, fatigue and post procedural complication outcome was unknown, the pelvic pain was resolving and the dysmenorrhoea, dyspareunia, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, acne, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2009 and (B)(6) 2009. The patient states she is dissatisfied with her current method of birth control. She reports facial hair. Essure removal have you had your essure (or any part of the device) removed: no essure removal plan: unable to afford surgery (discrepancy noted) patient received treatment for: pelvic pain, dysmenorrhea, dyspareunia, menorrhagia diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed that the essure device was successfully occluded. Lot number:634989 manufacture date:2009-04 expiration date: 2012-04 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new event post procedural complication was added. Outcome of the event dyspareunia and menorrhagia updated from unknown to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)/bleeding-general abnormal bleeding') in a 37-year-old female patient who had essure (batch no. 634989) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding genital, asthma, hyperthyroidism, bruxism and tmj syndrome. Previously administered products included for an unreported indication: ortho tri-cyclen lo on (B)(6) 2009, vicoprofen, flagyl and motrin. Concurrent conditions included jaw pain and anxious mood. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen lo) from (B)(6) 2009 to (B)(6) 2010 for menstrual cycle management as well as bupropion hydrochloride (wellbutrin) from (B)(6) 2012 to (B)(6) 2019, methocarbamol (robaxin), naproxen, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("physical pain/pelvic pain"). In (B)(6) 2009, the patient experienced depression ("depressiopsychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy(full)). Essure treatment was ongoing at the time of the report. At the time of the report, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2009 and (B)(6)2009. The patient states she is dissatisfied with her current method of birth control. She reports facial hair. Essure removal. Have you had your essure (or any part of the device) removed: no. Essure removal plan: unable to afford surgery (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed that the essure device was successfully occluded. Lot number:634989, manufacture date:2009-04, expiration date: 2012-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Events per pfs: abdominal pain was added, psych injury was clubbed with anxiety and depression. Essure insertion date was updated (discrepancy reported in reporter's comment). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)/bleeding-general abnormal bleeding') in a 37-year-old female patient who had essure (batch no. 634989) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding genital, asthma, hyperthyroidism, bruxism and tmj syndrome. Previously administered products included for an unreported indication: ortho tri-cyclen lo on (B)(6) 2009, vicoprofen, flagyl and motrin. Concurrent conditions included jaw pain, anxious mood, poisoning and dystonia. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen lo) from 4-jun-2009 to 6-jul-2010 for menstrual cycle management as well as bupropion hydrochloride (wellbutrin) from january 2012 to january 2019, levothyroxine since 2002, liothyronine sodium (cytomel) since 2002, methocarbamol (robaxin), naproxen, nsaids since june 2009 and paracetamol (acetaminophen) since june 2009. On (B)(6) 2009, the patient had essure inserted. In july 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depressiopsychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"), acne ("hormonal acne") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2012. At the time of the report, the genital haemorrhage, abdominal pain, dyspareunia, depression, anxiety, acne and fatigue outcome was unknown, the pelvic pain was resolving and the dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, acne, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date jan-2009 and (B)(6) 2009. The patient states she is dissatisfied with her current method of birth control. She reports facial hair. Essure removal have you had your essure (or any part of the device) removed: no essure removal plan: unable to afford surgery (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 18-sep-2009: confirmed that the essure device was successfully occluded. Lot number:634989 manufacture date:2009-04 expiration date: 2012-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received. Reporter information updated. New events: hormonal acne, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue were added. Medical history, concomitant drugs and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure (batch no. 634989) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding genital, asthma, hyperthyroidism, bruxism and tmj syndrome. Previously administered products included for an unreported indication: ortho tri-cyclen lo on (B)(6) 2009, vicoprofen, flagyl and motrin. Concurrent conditions included jaw pain and anxious mood. Concomitant products included ethinylestradiol; norgestimate (ortho tri-cyclen lo) from (B)(6) 2009 to (B)(6) 2010 for menstrual cycle management as well as bupropion hydrochloride (wellbutrin) from (B)(6) 2012 to (B)(6) 2019, methocarbamol (robaxin), naproxen, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("physical pain"). In (B)(6) 2009, the patient experienced depression ("depression psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy(full)). Essure treatment was ongoing at the time of the report. At the time of the report, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2009. The patient states she is dissatisfied with her current method of birth control. She reports facial hair. Essure removal. Have you had your essure (or any part of the device) removed: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed that the essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 2-aug-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression and mental anguish. Essure implant date updated. Lot number, medical history, concurrent condition and concomitant medication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.